Manufacturer narrative:
The referenced device was not returned as the user facility discarded the device following the procedure. The device history record for the lot indicated no anomaly related to the reported event. Therefore, the cause of the reported event cannot be confirmed. As a preventive measure, the instruction manual provides warning to mitigate the risk of device damage and patient injury which states: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a total laparoscopic hysterectomy procedure, the doctor was performing a seal and cut during colpotomy when the probe at the distal tip of the device reportedly broke. The broken probe fell inside the patient and was retrieved with the user of grasping forceps. The procedure was completed with another device. There was no patient injury reported. Additionally, the device, cables and the connections were inspected prior to use and no abnormalities were found. The physician was not experienced in using the reported device.